Event description:
Related manufacturer reference number: 2017865-2025-1003893. It was reported that patient experienced a ventricular tachycardia episode on (B)(6) 2025. Five shocks were attempted by the implantable cardioverter defibrillator (ICD). The shocks were abandoned due to low defibrillation impedance on the right ventricular lead leading to overcurrent detection. A 6th shock was delivered successfully but was inadequate to terminate the arrhythmia. The arrhythmia ended up self-terminating 17 seconds after the last shock. Patient was closely monitored in a hospital after the event. The lead was capped and replaced on (B)(6) 2025. The ICD was also explanted and replaced during the same procedure. Patient was stable before, during, and after the event.